Manufacturer narrative:
Result: spindle spring spacer.

Event description:
It was reported by service report that the side rails will not stay latched. No pt involvement or adverse consequences are reported.